Manufacturer narrative:
Product complaint # (B)(4). (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the date of the initial procedure? What was the condition of the deep sub-cutaneous tissue where suture was used (normal, diseased, weakened)? Was the fixation tab intact when the suture was placed in the patient? What post op date did the patient present with symptoms of leaking? Was there any patient predisposing event (cough, fall, etc) prior to event? What was the date of the second procedure? Can you explain what is meant by ¿suture was unravelled¿? Can you describe the appearance of the suture during the second procedure? Was the suture found broken, can you identify where (termination, middle, end)? Was the suture intact and pulled through the tissue? Can you identify the lot number of the stratafix spiral code sxpp1b411? What is the current condition of the patient?.

Event description:
It was reported that the patient underwent anterior cervical fusion on an unknown date and barbed suture was used on deep sub-cutaneous tissue. Following the procedure, on (B)(6) 2017, the patient¿s wound was leaking and it was found that the barbed suture had unraveled. A re-operation was performed and the wound was closed with interrupted suture. Additional information has been requested.

Manufacturer narrative:
Product complaint # ==> pc-000068276 additional information was requested and the following was obtained: what was the date of the initial procedure? (B)(6) was there any deficiency noted with the 1 symmetric pds stratafix used on the fascia? Suture was still in place,. It looked like it had ¿loosened¿ what was the condition of the deep sub-cutaneous tissue where suture was used (normal, diseased, weakened)? This was a redo case, tissue was weakened and not healthy was the fixation tab intact when the suture was placed in the patient? Yes what post op date did the patient present with symptoms of leaking? Within a few days was the suture found broken, can you identify where (termination, middle, end)? Was told it was the entire length the following information was requested, but unavailable: was there any patient predisposing event (cough, fall, etc) prior to event? What was the date of the second procedure? Can you describe the appearance of the suture during the second procedure? Can you describe the appearance of the suture during the second procedure? Was the suture intact and pulled through the tissue? Can you identify the lot number of the stratafix spiral code sxpp1b411? What is the current condition of the patient?